Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient¿s laboratory results identified hemolysis with no pulses noted in the lower extremities, but bilateral tibials were present. A vascular study was ordered, and it was reported that the patient¿s left leg was amputated due to extracorporeal membrane oxygenation (ECMO) site and the patient received three (3) units of packed red blood cells (prbc's). The impella was in the right femoral artery and was not attributed to the amputation. The patient was successfully escalated to an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.